Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that 11 days after placement of a corflo cubby low profile gastrostomy device, the right-angle locking adapter was broken. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications as a result of this event. The pt's condition was reported to be "good".